Event description:
It was reported that the patient underwent a revision procedure due to fluid loss due to unsoldered connection of the tubing between the cylinder and pump with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and balloon was explanted and a new ipp cylinder, pump, and reservoir was implanted.

Manufacturer narrative:
Device analysis: product analysis confirmed the fluid leak allegation based on the identification of a fluid leak and hole in the outer tube of cylinder 1. This malfunction was concluded to be attributed to input tube wear with avulsion. The allegation related to a connection issue was also confirmed as a leak was identified in the pump strain relief. This leak in the strain relief would result in a loose intermittent connection as alleged. Product analysis therefore confirmed the allegations reported. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product investigation. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient underwent a revision procedure due to fluid loss due to unsoldered connection of the tubing between the cylinder and pump with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and balloon was explanted and a new ipp cylinder, pump, and reservoir was implanted.